Event description:
It was reported that the accessory kit was used to anchor catheter and combine two pieces of catheter. The accessory was removed for unknown reasons. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4): the accessory model #8578 was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.